Event description:
Asr revision reported by sales rep. Right asr revision due to pain. Cup removed, head, liner too. None of depuy products were replaced. Used another companies implants. No ion levels given, no other info given. Left hip was already revised - no info on that either. Der received 02 mar 2015. Update rec'd 04/22/2015- litigation papers received. Litigation alleges pain, bodily impairment, and high levels of toxic metal in the bloodstream. The doi was provided. The stem is being added to the complaint. The complaint was updated on: 04/29/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.